Event description:
The patient reported that her infusion device is displaying a 3.00 and 77 on the infusion device screen. The patient stated that the power pack is at least 2 weeks old. The patient was aware of the power pack recall, and stated that she usually changes her power pack out every 2 weeks, but did not with this one. The patient was instructed to insert a new power pack and her infusion device started working properly. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.